Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed angina and underwent a reintervention. The index procedure treated a 2.5x15mm, 70% stenosis of the 1st diagonal. Treatment consisted of predilation and placement of a 2.5x16mm study taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient returned in (B) (6) 2009 with chest pain and was admitted to the hospital electively five days later. ECG showed sinus rhythm with first degree av block with zero ectopy. In (B) (6) 2009 the patient underwent a percutaneous coronary intervention for a 70% stenosis of the proximal lad (left anterior descending) and was treated with balloon angioplasty and placement of a 3.5x12mm promus stent resulting in 0% residual stenosis. The study stent was noted to be patent in the core lab report. The event was resolved with no residual effects one day later and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).